Manufacturer narrative:
510k: this report is for an unknown plates: matrixmandible/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure the surgeon found it difficult to fix the plate to a condylar head with the setscrews. The surgeon attempted to tighten the setscrews approximately ten (10) times and eventually was able to tighten the setscrews. There was no reported patient consequence. Concomitant devices reported: screwdrivers (part number unknown, lot unknown, quantity 1), matrixmandible set screw f/condyl-head a (part number 04.497.001s, lot unknown, quantity 1). This report involves one (1) unknown plates: matrixmandible. This is report 2 of 2 for (B)(4).